Manufacturer narrative:
An event of device malposition, perivalvular leak, and heart block was reported. Heart block is a well recognized complication of transcatheter aortic valve implantation procedures associated with known risk factors including patient conditions, such as pre-existing arrhythmia, anatomical factors, such as calcification extending beneath aortic annular plane in the interventricular septum, and the depth of implant of the device. Possible causes for paravalvular leak are sizing of the valve, implant depth, calcium distribution, deployment difficulties and inadequate radial forces. Information from the field indicated the patient had a history of first degree atrioventricular block, the final implant depth was 7.3mm from the non-coronary cusp, and there was no calcification extending beneath aortic annular plane. No information was received regarding valve sizing or deployment difficulties. Additionally, it was noted that the heart block was related to the natural evolution of the underlying prior aorta stenotic disease, and the implanting physician was not aware the instructions for use recommends an implant depth of 3mm. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications, including specification for radial force. Based on all available information, root causes for the reported device malposition and perivalvular leak could not be conclusively determined. The reported heart block appears to be related to worsening patient condition.

Event description:
Clinical information: crd_966 - portico ng approval study, patient site ID: (B)(6) it was reported that on 06 december 2022, a 35mm portico ng/navitor titan valve was successfully implanted in a patient. The patient was administered local anesthesia and heparin for procedure. The patient had an activated clotting time level of 170 seconds. The 35mm portico ng/navitor titan valve was re-sheathed during procedure due to being deployed too high. The final non-coronary cusp implant depth was 7.3mm and he final left coronary cusp implant depth was 7.9mm. The patient had a mild perivalvular leak post-implant. A post-implant dilatation was performed using a 26mm non-abbott balloon. There was no calcification extending beneath the aortic annular plane in the interventricular septum. On (B)(6) 2023, the patient had an electrocardiogram performed and revealed a second degree atrioventricular block. The patient experienced dizziness as a result of the second degree atrioventricular block. It is believe that the heart block is due to a evolution of underlying disease and prior aortic stenotic disease. There is no allegation of malfunction against the 35mm portico ng/navitor titan valve or procedure. The patient was admitted to the hospital for monitoring of rhythm until a pacemaker is implant. On (B)(6) 2023, the patient had a permanent pacemaker implanted. The patient was discharged on (B)(6) 2023. The patient was discharged and recovering at the time of report.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the previously filed report, additional information was received and a correction needs to be made that the patient's second degree atrioventricular block, was actually noted on (B)(6) 2023.

Manufacturer narrative:
An event of device malposition, perivalvular leak, movement disorder, and heart block was reported. Heart block is a well recognized complication of transcatheter aortic valve implantation procedures associated with known risk factors including patient conditions, such as pre-existing arrhythmia, anatomical factors, such as calcification extending beneath aortic annular plane in the interventricular septum, and the depth of implant of the device. Possible causes for paravalvular leak are sizing of the valve, implant depth, calcium distribution, deployment difficulties and inadequate radial forces. Information from the field indicated the patient had a history of first degree atrioventricular block, the final implant depth was 7.3mm from the non-coronary cusp, and there was no calcification extending beneath aortic annular plane. No information was received regarding valve sizing or deployment difficulties. Additionally, it was noted that the heart block was related to the natural evolution of the underlying prior aorta stenotic disease, and the implanting physician was not aware the instructions for use recommends an implant depth of 3mm. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications, including specification for radial force. Based on all available information, root causes for the reported device malposition and perivalvular leak could not be conclusively determined. The reported heart block appears to be related to worsening patient condition. The reported movement disorder is a result of the heart block.